Event description:
They found the bed tipped on its side and resident was caught underneath it. Resident is paralyzed on left side, she was found lying on her left side on the floor and the bed frame was partially on her. Side rail was up at the time. Facility took bed out of service, and facility maintenance dept evaluated functionally, all worked. Facility tried to re-in-act and could not tip the bed over. Pt was taken to ER for exam and admitted into the hosp. MFR issued ra# 38454 to get bed, rails, and panels back for evaluation.